Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had communication issue. The field service engineer assisted the customer with reconfiguration of a new device and removed the old one. The customer successfully loaded the device, and it functioned properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a remote manger issue. The customer stated that fridge remote lock at ICU, cannot unlock and nurse didn't hear the lock mechanism unlocking. Customer tried to recover and reboot the station, but the failure was still same. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.